Event description:
It was reported that the customer had high blood glucose. Customer stated blood glucose reading in the morning was 426 mg/dl then 375 mg/dl. Troubleshooting was done for high blood glucose. There were days of no delivery. Advised customer to remove the infusion set from the body and stated the cannula was bent. Advised customer high blood glucose reading is often caused by infusion set issues. Advised customer to change the entire infusion set every 2-3 days. The last blood glucose reading given by customer was 344 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.